Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned from the field and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates monitor: 3/11/2016, electrode belt: 11/27/2012.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient's friend was present at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received 13 appropriate treatments from the lifevest. At 4:41:33 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), the rhythm was converted to sinus bradycardia at 50 bpm degrading to vf. At 4:42:08 am, the patient received the second treatment. The patient's rhythm at the time of the treatment was vf, and the rhythm was converted to sinus tachycardia at 100 bpm with pvcs. At 4:49:13 am, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the rhythm was converted to sinus tachycardia at 105 bpm with motion artifact. At 4:51:31 am, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the rhythm was converted to sinus rhythm at 95 bpm degrading to vf. At 4:51:59 am, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the rhythm was converted sinus rhythm at 95 bpm with pvcs and motion artifact. At 4:54:16 am, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 260 bpm for 5.42 seconds, then the rhythm self-terminated to sinus tachycardia at 100 bpm with motion artifact. From 4:56:11 am to 4:59:45 am, the patient received treatments seven through twelve. All six of the treatments were appropriately delivered while the patient was in vf. Treatments 7,9, and 12 converted the arrhythmia to a slower rhythm, while treatments 8 and 11 were unable to convert the rhythm, and the patient remained in vf. At 5:15:03 am, and arrhythmia was detected by the lifevest. The patient's rhythm was vf with CPR artifact. The thirteenth treatment was delivered at 5:18:18 am while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event. The patient's friend was reportedly present and was performing CPR.